Event description:
The patient experienced a sudden loss of stimulation. The device displayed a power-on-reset condition. The type of power-on-reset could not be confirmed. The patient had come very close to a loudspeaker with a strong magnetic field which caused the device to switch off. After programming the day and time the device could be switched on normally. All other programming parameters were ok.

Manufacturer narrative:
(B) (4).